Manufacturer narrative:
Additional information. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Investigation summary: this type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device- 11 months, 24 days no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2019 the patient was admitted for gastrointestinal bleeding and received a blood transfusion. On the same date the patient received a colonoscopy but no blood was observed. Following the initial colonoscopy increased red blood in stools and a 1 gram hemoglobin drop was observed. A follow up colonoscopy was performed on (B)(6) 2019 which showed old blood in the cecum and edg revealed probable diverticular bleed. Diverticulitis treated with flagyl for 7 days. The patient had a subtherapeutic international normalized ratio (inr) at 1.1 (target level of 1.5-2) on (B)(6) 2019 and was taken off anticoagulation, but no reoccurrence of bloody stools. No further information was reported.